Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was found to be in safety mode. This patient presented with weakness and strange feeling in their legs. It was noted this patient has bradycardia. This patient underwent a change out procedure in which this pacemaker was explanted and a new device was implanted. This pacemaker will be returned and analyzed. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be in safety mode. This patient presented with weakness and strange feeling in their legs, along with bradycardia. This patient underwent a changeout procedure in which this pacemaker was explanted and a new device was implanted. This pacemaker will be returned and analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.